Event description:
Child in pediatric ICU status post respiratory arrest and concomitant seizures with epinephrine running at .03 mcg/kg/min. Alaris pump alarmed and stopped infusing the epinephrine drip. Bp dropped to 70/30. Pump was immediately changed and bp rose to normal limits.